Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple unexplainable pump reboot events in the pump history. No evidence of moisture intrusion was observed inside the battery compartment. Contact measurements of the returned battery cap were within specifications. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and there were no intermittent conditions or evidence of moisture contamination inside the pump or on the power circuit. Unrelated to the complaint, the battery compartment was cracked below and above the grip pad. The verify screen was found to be dim and discolored. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there were no damages to the battery compartment or cap, and the cap was able to secure properly onto the pump. The reporter stated that there was no evidence of moisture or corrosion in the pump, the correct battery type was used and the issue was not resolved with a new battery from a different pack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.